Manufacturer narrative:
The technician replaced the hex rods and used a brake/steer upgrade to repair the stretcher.

Event description:
Information received indicates the foot end brake is not engaging.